Event description:
User receiving discrepant results for t3 when repeating proficiency sample. User stated this had previously occurred with pt samples, but could not provide any specific information regarding pt results or if patients were adversely affected. Initial result obtained on proficiency sample in 2008, 345.8 ng/dl. Repeat eight days later, 285.2 ng/dl. Repeat the following month, 281.7 ng/dl. Repeat in the same month, 318.1 ng/dl. Repeat in the same month, 318.0 ng/dl and 331.7 ng/dl. The field svc rep determined the cause was possibly related to loose fitting tips and replaced the sr probe, z motor, and ribbon cable assembly to sr head. He also noted the problem appears to be related to the age of the reagent pack. Performance tests were performed, which were within specification.